Event description:
It was reported that the patient experienced a shocking or jolting sensation. It was stated that the impedances were normal. The lead was replaced on (B)(6)-2012. There were no patient symptoms or injuries associated with this event. Any additional information received will be included in a supplemental report.

Manufacturer narrative:
Analysis of the lead (model# 3877-45) found no anomaly.

Manufacturer narrative:
Product ID 3877-45, serial# unknown, explanted: 2012-(B)(6), product type lead. (B)(4): analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.